Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio2 meter. Results as follows:" 0.8, 2.5, 1.5. Customer called about imprecision: inratio2 = 0.8, retest = 2.5, retest = 1.5, 1 patient, 1 meter, 1 lot. Unknown therapeutic range. Customer did not provide any patient information.